Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non-bsc right atrial (ra) lead showed a situation where spring contacts generate unstable pacing impedances. At this time the values have been within range but high at times. The presenting electrogram was clean without inappropriately stored events. It was recommended to continue monitoring for any abnormal sensing, but the crt-d and ra lead remain in service. No adverse patient effects were reported.